Manufacturer narrative:
(B)(4). Date sent: 07/15/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/08/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did any pieces fall into the patient? If yes, were they retrieved? - will all pieces be returned with the device? If no, were they discarded? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the tip of the cartridge hit the vertebral body and the cartridge fell out when approaching into the thoracic cavity to separate the bronchial tube with the gst45t after using gst45t for the 5 firing. They tried to load the cartridge outside the thoracic cavity again but failed. It could not be loaded with a new cartridge. A new cartridge was loaded into a new main body, and the surgery was completed without any problems. There was no effect on the patient, including bleeding from the vertebral body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 07/24/2025 d4: batch #298d89 additional information was requested, and the following was obtained: - did any pieces fall into the patient? Unk. There were no adverse consequences to the patient. If yes, were they retrieved? Unk. - will all pieces be returned with the device? Unk. If no, were they discarded? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45t reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The returned reload was placed and removed with no issues noted in a test device. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 45mm - powered+ is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 298d89, and no non-conformances were identified.